Event description:
It was reported that a week after the procedure it was confirmed that patient experienced cerebral infraction. During procedure to treat atrial fibrillation a farawave catheter and faradrive sheath were used. The pulse field ablation (pfa) procedure was performed on (B)(6). The procedure lasted 120 minutes with 48 pfa applications. Pre- and post-mapping of the superior vein cava and left atrium were conducted for approximately 40 minutes. The case was completed smoothly, and there appeared to be no issues. On (B)(6), the patient experienced difficulty walking and was kept under observation. On (B)(6), the symptoms had resolved, and the patient was discharged. The following week, the patient visited fukui-ken saiseikai hospital as an outpatient for a different condition. A magnetic resonance imaging (MRI) scan revealed a cerebral infarction, and the patient was hospitalized for rehabilitation. A follow-up outpatient visit at (B)(6) hospital is scheduled in one month. The patient has yet to fully recover from the complication. The devices are not expected to be returned as they were disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.